Manufacturer narrative:
The affected product was requested for investigation, however, there are no test strips remaining to return.

Event description:
The initial reporter questioned high inr results using 2 coaguchek meters compared to the dade innovin laboratory method. The customer provided data for 30 comparison tests. Of the data provided, discrepant inr results were identified for 1 patient tested with coaguchek xs pro meter with serial number (B)(4) compared to the laboratory. The result from the meter was 4.7 inr. The result from the laboratory within 7 hours was 3.5 inr. On (B)(6) 2019 the result from the meter was 4.5 inr. The result from the laboratory within 7 hours was 3.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. No treatment was required. Any dosage adjustments were made based on the laboratory results as they were believed to be correct. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient had recently stopped taking omega 3 fish oil and co-enzyme q10 prior to the result on (B)(6) 2019 as she ran out for a week. It is not known if she had started taking it again at the time of the result on (B)(6) 2019.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.